Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that when the sensor was removed on (B)(6) 2018, there was redness at the insertion site approximately the size of a dime, with a white portion and a welt the size of about 2-3 quarters. The infection was on the right side of the abdomen from the insertion site to the belly button, in a line. The infection grew more red and painful. On (B)(6) 2018, the patient¿s mother informed the patient¿s doctor about the infection via text and phone. The doctor prescribed the patient antibiotics on (B)(6) 2018. At the time of contact, it was indicated that the infection was present but receding. No additional event or patient information is available.